Manufacturer narrative:
G1 corrected data h2 johnson & johnson medical, inc. Had decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/1996.